Event description:
It was reported that during a lap gastric bypass, the eps03 wire electrode went through one of the holes of the cannula and was stuck. Replaced all instruments during the procedure with no complication due to them being removed through a larger trocar. There were no patient consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.